Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. A non-invasive programmed stimulation (nips) was performed with a measurement of 82 ohms observed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.